Manufacturer narrative:
The device was not returned for the investigation. Should the device be returned at a later date, a supplemental report will be filed.

Event description:
The patient ran control solution tests with the livongo blood glucose meter, and the results came back out of range twice for control solution number 2. The exact results and ranges were not provided by the member.